Event description:
This procedure is part of the definitive le study:a target vessel aneurysm was reported at the 30 day visit in (B)(6) 2010 and is ongoing. The patient will have periodic dopplar ultra sound (dus) to evaluate. As of the 12 month study visit on (B)(6), 2011, the aneurysm is still ongoing.

Event description:
On (B)(6), 2012 the definitive le adverse event was updated by the core lab to reflect the occurrence of a post-atherectomy perforation.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.the difference in time frame reporting versus the event date is due to the clinical event committee (cec) board review of the definitive le study events.